Manufacturer narrative:
Sections with additional information as of 05-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10:meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 212 and 175 mg/dl. Granddaughter also stated the meter displayed results of 800 and 900 mg/dl; granddaughter was informed that the meter reads up to 600mg/dl and after this number will read hi. Customer confirmed that he did not get hi. The customer¿s expected am fasting blood glucose test result range is 50-110 mg/dl; granddaughter stated that is normal for the customer and he would not be concerned to obtain 50 mg/dl. Granddaughter stated that the customer had obtained a result of 50 mg/dl she believed using the same vial of test strips but was not concerned with the result. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/19/2023 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 103 mg/dl , date: 05/17, time: 8:55am, fasting; result 2: 110 mg/dl , date: 05/16, time: 8:38am, fasting; result 3: 98 mg/dl , date: 05/14, time: 9:40am, fasting; result 4: 119 mg/dl, date: 05/13, time: 9:04am, fasting; result 5: 151 mg/dl, date: 05/12, time: 9:44am, fasting; result 6: 212 mg/dl, date: 05/10, time: 9:15am, fasting; result 7: 175 mg/dl, date: 05/09, time: 11:05am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.